Manufacturer narrative:
On 31-mar-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant two days after a motor vehicle accident during visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 0.3 cm was also observed within the crease/fold. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of our quality process, the manufacturing records of this lot 5674751 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, serial #(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. The patient was involved in a motor vehicle accident and observed deflation of her right breast prosthesis two days later. Deflation was later confirmed by a mammogram and by a physical examination performed by a doctor. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor also received additional information about the patient¿s replacement breast prostheses. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate profile 250cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).